Event description:
A family member reported that the pt (age unk), experienced hypoglycemia whilst using an innovo (insulin delivery device). The dial was set to inject, button pressed to inject insulin, but dial failed to display the fact that the insulin had been injected. The pt then injected again with insulin and this time the dial worked. The family member only realized the problem when an hour later the family member suffered a hypoglycemic episode. The outcome of the event is not reported.